Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a prime. The customer stated they were able to push insulin out with a plunger. Customer also reported their insulin pump alarmed no delivery during a manual prime after 4.1 units. Customer's blood glucose was 154 mg/dl. No additional information provided.